Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. Database analysis showed that battery discharge and charge profiles were observed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing spasms and painful biting sensation at the back following a fall. X-ray revealed that both leads had moved down and was causing pain. The patient was administered with epidural injection. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead revision procedure. Database analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing spasms and painful biting sensation at the back following a fall. X-ray revealed that both leads had moved down and was causing pain. The patient was administered with epidural injection. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-1160, serial #: (B)(4), description: spectra wavewriter ipg kit.

Event description:
A report was received that the patient was experiencing spasms and painful biting sensation at the back following a fall. X-ray revealed that both leads had moved down and was causing pain. The patient was administered with epidural injection. The patient was doing well.